Event description:
The customer alleges that during pre-testing the device had a leak. No clinical consequence to the pt.

Manufacturer narrative:
(B)(4). The actual size and catalog number for the device involved in the event is unk. Lot number 14fg14. It is unk if the device sample is available for evaluation.